Manufacturer narrative:
(B)(4).

Event description:
T was reported that the patient presented to the hospital after receiving shock from the device. The device was interrogated and it was noted that the patient had a slow frequency vt episode. In the hospital, the vt was treated with medication. Programming changes were made. Patient is stable.